Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. The surgeon was contacted in an attempt to obtain product identification. To date, no further information including product identification has been received. In the event that additional information is received, a follow up medwatch will be submitted to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6), 2007. Subsequently, a revision procedure occurred on (B)(6), 2011 due to asceptic loosening of tibia component. It was further reported that the loosening may have occurred secondary to posterior wall fracture or avascular necrosis of the tibia (avn tibia). No further information has been provided to date.